Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, (B)(4) applies to lead component. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's trial leads came out and they did not tape them up good enough. There were no further complications or anticipations reported with this event.